Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reports "lumps on breast", MRI and other scans showed the "implant on the right breast had totally split across the back", "silicone in 6 lymph nodes under her right arm, silicone in chest cavity" and "since they had the implant removed, they don't like the way they look and it keeps playing on their mind. They would like them put back". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Healthcare professional has confirmed right intracapsular rupture, "arm pit lump", and "silicone laden symptomatic aln".

Event description:
Patient reported right side rupture, "lumps on her breasts", and "silicone in 6 lymph nodes under her right arm" diagnosed by ultrasound, MRI and confirmed by healthcare professional. The device has been explanted and discarded.